Event description:
It was reported that insulin gauge was intermittently inaccurate and static. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the existing cartridge.